Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 10-sep-2015, an fse visited the customer to address the reported event. During servicing, the fse found that the tubing above the filter had been broken, which was contributed to the customer not removing the tubing before changing the filter. The fse also found that the customer had placed a g7 handnut on the analyzer instead of the g8 ferrule. Additionally, the fse replaced the tubing and primed the analyzer. The customer calibrated the analyzer and ran quality control (qc) without any issue. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was the tubing for the line filter.

Event description:
On (B)(6) 2015, a customer requested service to replace the damaged peek tubing and connector with their g8 analyzer. The customer is unable to run patient samples on hba1c diabetes assay. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.